Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. The pt's physician had reported that the pt's behavior and seizure activity had worsened to baseline levels. Medications and vns settings were changed in response to the events.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.